Manufacturer narrative:
Cmp-(B)(4). Medical products - freedom femoral head catalog#: 11-107018 lot#: 876480, echo femoral stem catalog#: 192411 lot#: 672690, freedom acetabular liner catalog#: 11-107424 lot#: 995780, low profile screw catalog#: 103535 lot#: 363080, low profile screw catalog#: 103531 lot#: 815440. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-03055, 0001825034-2017-03056, 0001825034-2017-03057 & 0001825034-2017-03058.

Event description:
It was reported that following a right hip revision procedure, the patient continues to experience pain, discomfort, limited range of motion and tendinitis of the right hip flexor. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.